Event description:
A malfunction on the pump was reported, but no notable events occurred prior to it. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues arise again, to which they agreed and understood.